Event description:
The customer reported system checks failed the unwashed percent coefficient of variation (%cv) portion two times after performing weekly system maintenance involving the access 2 immunoassay system. The customer noted quality control (qc) had been within range. There were no event log system messages. The customer performed troubleshooting by cleaning the precision valve and repeated system check, but system check continued to fail the unwashed %cv portion. Beckman coulter advised the customer to discontinue use of the instrument. There was no report of erroneous patient results at the time of the event. Patient results were not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the pipettor line fitting was loose at the manifold which caused the sample probe to drip and leaked wash buffer onto the valve motor assemblies. The fse tightened the fitting, cleaned the wash buffer, and replaced the precision valve motor and sensor, and the wash pump valve motor and sensor. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).